Manufacturer narrative:
H4: the lot was manufactured between april 26-27, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3 event date: the event occurred on an unspecified date of (B)(6) 2024 . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set had a crack in the tubing. This was observed while priming the tubing with total parenteral nutrition (tpn) fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.